Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a broken catheter which was noted prior to use. The following information was provided by the initial reporter: broken catheter.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a package label and a unit inside the package. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a broken catheter which was noted prior to use. The following information was provided by the initial reporter: broken catheter.